Event description:
The advia centaur power cable overheated and caught on fire. There is no report of adverse event, pt intervention or operator injury due to the cable failure.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. Analysis of the instrument indicated that the fire was caused by a short in the ups which caused the instrument power cable to overheat. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.